Manufacturer narrative:
Reservoir was received for evaluation. A separation was noted on the bladder of the reservoir. This is a site of leakage. The separation has a central groove, indicating contact with sharp instrumentation such as a needle. The quality engineer and manufacturing engineer reviewed the returned reservoir. The device was visually inspected and tested to see where the leak was located on the device. During the review, the device went through reservoir inflation testing. The leak was discovered during the testing. Given the information collected during investigation, a root cause for the issue noted in the complaint was not identified as no discrepancies were found during DHR review. Because the limited information provided does not indicate any factors that may have contributed to the reported event, the sequence of events resulting in the observed leak cannot be determined. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information, during the pre-surgery check-up of the device, the doctor found a leak in the reservoir. The reservoir was replaced, and the surgery was performed without complications. No harm to the patient was reported.

Event description:
According to the available information, during the pre-surgery check-up of the device, the doctor found a leak in the reservoir. The reservoir was replaced, and the surgery was performed without complications. No harm to the patient was reported.

Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no non-conforming reports or capas that were confirmed in veeva to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.